Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. There is an open slider on the pt access of panel side b. Panel side a has a 3 inch vinyl tear on the top rail and a 3 inch vinyl tear on the mattress envelope. The insert pin tape is torn on window side a and there is a 2 inch vinyl tear on panel side c. (B)(4).

Event description:
Customer reported the right side panel teeth will not align. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.